Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was duplicated and the main board was scrapped and replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.